Manufacturer narrative:
Eval: results - no functional testing could be performed due to the lead being cut. Conclusion - the returned lead was cut and the cut is consistent with explant damage. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a trial scs system on (B)(6) 2011. It was reported that during removal of the lead at the end of the trial, the lead snapped in two places. The pt was sent to a neurosurgeon to remove the remainder of the lead. The explanted lead was returned to the MFR for analysis. No additional info is available at this time.